Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found the helix was stretched out of specification, consistent with having occurred during procedure. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the leadless pacemaker (lp) was explanted and replaced with a competitor product. The patient was stable.

Event description:
It was reported that the patient exhibited ventricular tachycardia, asystole, and syncope. It was found that the patient's leadless pacemaker (lp) exhibited increased capture threshold, resulting in loss of capture. The patient was sedated and intubated. Programming changes were made. The patient was stable.